Event description:
A customer reported via email that the touchscreen did not always respond to touch. There was no reported impact on the customer's blood glucose level. No corrective action was required as the customer declined a callback.